Event description:
It was reported that during a right proximal tibia plateau fracture procedure, the surgeon was using lateral and medial proximal plate, while the surgeon was drilling, approximately 2.54cm to 1 inch of the drill bit broke off. This occurred when the surgeon was trying to maneuver the drill bit in between other screws. There were fragments generated and the surgeon elected to leave the broken item in the patient. It was reported that the patient had an external fixator from a third party that was on during the case and removed after the procedure. The procedure was successfully completed with no patient injury reported. There was no operative delay reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name: hsz. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and revealed no complaint related anomalies. The device history record shows lot # 7464554 of 2.5mm drill bits was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot (7417497) met all specifications with no anomalies noted. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.